Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 6061834¿device expiration date: unknown. Device manufacture date : 03/01/2016. Lot # : 7193690¿device expiration date: unknown device manufacture date : 07/12/2017. Lot # : 7096678 ¿ device expiration date: unknown device manufacture date : 04/06/2017. Lot # : 5112137 ¿ device expiration date: unknown device manufacture date :06/09/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd pen ndl 31ga 8mm had a label information issue. The following information was provided by the initial reporter : the spouse of the consumer stated finding boxes of unopened syringes from her deceased husband without an expiration date.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 4 bd pen ndl 31ga 8mm had a label information issue. The following information was provided by the initial reporter : the spouse of the consumer stated finding boxes of unopened syringes from her deceased husband without an expiration date.